Event description:
Literature: velasco f, carrillo-ruiz jd, castro g, et al. Motor cortex electrical stimulation applied to pts with complex regional pain syndrome. Pain. 2009; 147(1-3):91-8. Summary: this article presents a study of five pts with complex regional pain syndrome (crps) implanted with motor cortex stimulation (mcs) to assess the efficacy of mcs. The pts were assessed pre-operatively and then post-operatively monthly for a yr, and every six months after that. There was also a double-blind maneuver introduced ins which the stimulators were turned off for 30 days either 30-60 days after implant or 60-90 days after implant. Reportable event: after a head trauma the pt's vas score increased to 10. It was determined the electrode was broken. The pt wanted a definitive lesion operation, rather than replacement of the lead. The lead was removed and the pt underwent a drezotomy which resulted in complete relief of pain and allodynia in the head, but no changes in sympathetic symptoms. See literature article with MFR report #3007566237-201000297.

Manufacturer narrative:
.